Event description:
Patient self tester alleges discrepant low reading. Inratio: 2.9, lab: 5.5. Testing performed within 2 hours. Patient's therapeutic range is 2 - 3.

Manufacturer narrative:
Investigation pending.